Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The reported issue was evident in the error history log, ehl. To further investigate, a syringe plunger test was performed and the issue was confirmed. The plunger board did not operate as intended as a result of normal wear. The pump was over 12 years old. Pump was not repaired due to v3.0.6 no longer being in service.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the syringe plunger was not in place. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.